Event description:
It was reported that during a procedure using a capio slim, the device misfired. No patient complication was reported.

Manufacturer narrative:
Block h6: device code a050502 captures the reportable event of a misfired device.